Event description:
It was reported that the patient presented for routine battery changeout. Externalized conductors were noted during fluoroscopy. No electrical anomalies were observed. The lead was capped and replaced.